Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3057, product type screening device.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient's lead came out during the night while the patient was sleeping. The patient was going to see their healthcare provider (hcp) at the time of the call. Patient status is unknown at the time of this report and no patient symptoms were reported. No complications were reported or anticipated.